Event description:
It was reported that after exchange of the expiratory valve the peep (positive end expiratory pressure) did not work. The fault was detected during calibration tests after the exchange. (B)(4).

Manufacturer narrative:
(B)(4).